Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead exhibited low intrinsic amplitude. The patient's heart rate was in the 40's and they were not feeling well. There was no mention of any intervention.